Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy - "an endocatch model cd001 separated inside the abdominal cavity of the pt during laparoscopic appendectomy. During the secondary survey of the abdomen. A small green portion of the endocatch was lying on the side of the abdominal wall. The small green portion was retrieved and no injury to pt was noted." Pt status: no adverse reaction.